Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found that blue-green liquid came out from the distal end of the subject device. The subject device had been stored in the cabinet after the reprocess with an olympus automated endoscope reprocessor model oer-5 (not available in the USA). There was no abnormality immediately after the reprocess, the issue was found after more one week since the reprocess. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed as follows. As a result of analyzing the blue-green deposits, we confirmed that the main component of the deposits was very similar to disinfectant of peracetic acid in ft-ir. In addition, o (oxygen), cu (copper), and zn (zinc) were strongly detected in edx, and the foreign matter was green, suggesting that brass (copper / zinc alloy) may be derived from rust. The material used to fix the tube is brass, and it turned green. Therefore, it is presumed that this phenomenon caused water to enter the scope from the air leak point of the channel buckling, the internal parts corroded, and the corroded liquid came out. If additional information becomes available, this report will be supplemented.